Event description:
It was reported that the patient's device displayed a power on reset (por) message on the clinician programmer and that the patient had 4 or 5 por events since implantation. It was noted that the patient was seen on (B)(6) 2012 with a por message and again on (B)(6) 2012 with the same issue. It was further noted that the health care professional was able to clear the por and program the internal neurostimulator (ins, but the pors reoccur. The impedance measurements of the device were within the normal range and the battery was not low because the patient had "low power settings at 1.6 volts with bipolar electrodes." It was noted that the battery was showing "ok for status." It was further noted that there were no known exposure to electromagnetic interference (emi). It was stated that this "issue was chronic" and a replacement of the ins was being considered if emi source was not identified. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a power on reset (por) condition. It was noted that the error code was not available. It was further noted that the device was removed. It was further reported that the event was caused by the internal neurostimulator (ins) turning off spontaneously. It was noted that the ins was replaced on (B)(6) 2012 and the new device "was functioning well." The patient was not hospitalized due to this event. It was noted that the patient received diagnostic impedance testing in the physician's office. No "obvious malfunctions" were reported. It was noted that the "patient was doing well."

Event description:
Additional information: it was reported that the patient experienced a return of incontinence symptoms and that the patient was very active. Their device was replaced. There was no injury to the patient and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial (B)(4), found that the bond wires were broken. Analysis of the extension, serial (B)(4), found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 3889-28, lot# v439007, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v155541, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.